Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to corroded battery tube. Unable to verify device heat up or battery power loss alarm due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after it heated up last night. Customer stated the insert battery alarm did not display on the insulin pump. Customer stated that the display was blank currently. The display was returned after the insulin pump was restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.